Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which without duplicating the malfunction. Review of the activity logs does not show the reported malfunction. It is important to mention the clinical data was not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The device was switched to manual mode and continued to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.